Event description:
A surgeon reported that his pt presented with decreased vision approx one year after receiving an intraocular lens (iol) implant. Upon exam, the surgeon noted 4+ anterior chamber cell and pigment and two large transillumination defects where the temporal haptic was out of the capsular bag. The iol was replaced with a different model lens, and the pt was treated with steroids. The surgeon stated he did not feel the iol malfunctioned. The pt fell last summer which could have potentially dislocated the haptic out of the bag.